Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the liquids in the duraseal spine ous 3ml kit 1kit/box (203001) could not be mixed correctly. The diluent keeps and get stuck in the y-connector. The device was in contact with a patient and led to increased surgery time of an hour. There was no patient injury.

Manufacturer narrative:
Duraseal was not returned for evaluation; therefore, an evaluation of the device could not be performed; however, a video was provided by the facility. From the video, it is clear that the assembly was not performed according to IFU. Root cause is likely due to not following IFU instructions for assembly of the component to function properly to ensure the gel formation and delivery. Lot number information has been provided; therefore, device history records (DHR) was reviewed and no anomalies were found. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Without the sample returned, we are not capable of determining the root cause. No corrective action is recommended at this time, as this complaint issue does not represent an adverse trend, unacceptable individual risk, or significant non-conformance to regulatory requirements.

Manufacturer narrative:
Duraseal was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) was reviewed and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.